Manufacturer narrative:
Product complaint # (B)(4). Supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Additional information received indicated that the delivery wire of the first enterprise did not snag or get caught on the stent. There was nothing unusual noted about the stent delivery system prior to use. There was no resistance during introduction of the first enterprises through the microcatheter. The second stent was an enterprise stent (encr403012, 6218831). This stent was successfully implanted. There were no surgical delays due to the event. There was no excessive force applied at any time. No other devices were used with the prowler select prior to the event. An adequate flush was maintained through the devices. The concomitant devices functioned as expected.

Event description:
As reported by the field, during the use of a 4mmx30mm enterprise intracranial neurovascular stent (encr403012, 6468849), the stent arrived at the tip of the prowler select plus microcatheter (606s255x, 30633471) and the physician tried to release the stent. However, it was observed that the distal marker could not be opened, and the stent body was released about ½. The physician adjusted the stent, but it still failed. Then the physician retracted the stent for inspection, it was found to be released at operation table. The second unspecified stent was used for the surgery, but it was found to be impeded in the microcatheter (mc), so a new microcatheter was changed, the physician completed the surgery successfully. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00247. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the use of a 4mmx30mm enterprise intracranial neurovascular stent (encr403012, 6468849), the stent arrived at the tip of the prowler select plus microcatheter (606s255x, 30633471) and the physician tried to release the stent. However, it was observed that the distal marker could not be opened, and the stent body was released about ½. The physician adjusted the stent, but it still failed. Then the physician retracted the stent for inspection, it was found to be released at the operation table. The second unspecified stent was used for the surgery, but it was found to be impeded in the microcatheter (mc), so a new microcatheter was changed, the physician completed the surgery successfully. There was no patient injury report. Additional information received indicated that the delivery wire of the first enterprise did not snag or get caught on the stent. There was nothing unusual noted about the stent delivery system prior to use. There was no resistance during introduction of the first enterprises through the microcatheter. The second stent was an enterprise stent (encr403012, 6218831). This stent was successfully implanted. There were no surgical delays due to the event. There was no excessive force applied at any time. No other devices were used with the prowler select prior to the event. An adequate flush was maintained through the devices. The concomitant devices functioned as expected. The device was degraded therefore no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30633471 number, and no non-conformances related to the malfunction were identified. Catheter obstructed in patient is a known potential procedural complication associated with the device. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristic and device selection may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with device analysis: as reported by the field, during the use of a 4mmx30mm enterprise intracranial neurovascular stent (encr403012, 6468849), the stent arrived at the tip of the prowler select plus microcatheter (606s255x, 30633471) and the physician tried to release the stent. However, it was observed that the distal marker could not be opened, and the stent body was released about ½. The physician adjusted the stent, but it still failed. Then the physician retracted the stent for inspection, it was found to be released at the operation table. The second unspecified stent was used for the surgery, but it was found to be impeded in the microcatheter (mc), so a new microcatheter was changed, the physician completed the surgery successfully. There was no patient injury report. Additional information received indicated that the delivery wire of the first enterprise did not snag or get caught on the stent. There was nothing unusual noted about the stent delivery system prior to use. There was no resistance during introduction of the first enterprises through the microcatheter. The second stent was an enterprise stent (encr403012, 6218831). This stent was successfully implanted. There were no surgical delays due to the event. There was no excessive force applied at any time. No other devices were used with the prowler select prior to the event. An adequate flush was maintained through the devices. The concomitant devices functioned as expected. The product was returned to cerenovus for evaluation. Upon arrival, the microcatheter was inspected and it was found to be slightly compressed at 53.7in (136.398cm) and compressed at 54.25in (137.795cm) from the proximal end. No other damages were found in the device (i.e., no compress, no elongations). The microcatheter was flushed and a lab sample guidewire 0.018 in was introduced into the received microcatheter and it advanced until it reached the point of the second compressed condition in which the guide wire got stuck, and it could not advance anymore. It is possible that this condition was present during the stent advancement, causing it to become impeded. A manufacturing record evaluation (mre) was performed for the finished device 30633471 number, and no non-conformances related to the malfunction were identified. Due to the device analysis findings, the customer complaint regarding an obstructed condition was confirmed, the damage found in the device may have contributed to the impeded condition reported in the event. However, procedural factors not described within the information available may have contributed to the damage, as the compressed conditions might have precluded the insertion of the microcatheter up to the target site due to the od increase. Catheter obstructed in patient is a known potential procedural complication associated with the device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The damage found in the device can occur during procedure handling where force may have been inadvertently applied. The inner diameter (ID) and outer diameter (od) of the device were measured, and they were found within specification. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Catheter obstructed in patient is a known potential procedural complication associated with the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.